Event description:
I have been through much more since then and I am on better medications now with all the damage done with nerve damage from whiplashes and multiple spinal surgeries and I'm finally at a place where I am getting the help I truly need. Thank you for your time. I would not wish what I've been through with this on my worst enemy if I had one. Medical conditions: I have had numerous whiplashes I cannot count, that have always with blast the same way. I have nerve damage at the base of my brain and steam cord and all the way down my spine. I am fused from c3 to c7 and I am fused at l4-5 with baskets and rods and my own bone (because my first cervical surgery went awry from my negligent surgeon who destroyed my records and x-rays which back in the day were in the actual doctor's office,) and whatever they got out of a bone bank with my first cervical surgery. I insisted on my bone from then on. I was actually part of that government study in 2004. My orthopedic surgeon at that time was the best and he did what he had to do to save my spinal cord but the rod on the left side of my spine would not reach the bone and they had to put an extension rod on it that does cost me quite some problems but I can deal with those because they're far away from my brain. I have to be careful because where those rods are connected on the left side for the extension, they will hang on me sometimes when I'm going up-and-down stairs so I have to be careful. But my spinal cord is out of danger. Will the nerve damage ever repair itself after many treatments? I don't know. I am currently two weeks in a few days out from the left shoulder surgery where they literally had to anchor my arm to my shoulder and many numerous other repairs that needed to be done. And when I get through with the left one then we get to go through the same thing with the right one. And I will have my wings back. And I'm so thankful for it and it has helped the pain and knots in my neck. But see one and see to have no facet joints left, and none of us want to see me with a halo and screws yet after everything I've been through so I am careful re: neck. My spine is stabilized except at c1-c2, but I know how to live with it. I pray that god will heal the nerve damage that has yet to heal itself or be healed with injections or certain medications n/afyi2004 gov test.